Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a full cartridge despite no insulin remaining and insulin was observed leaking from the cartridge/chamber area, leading to missed insulin delivery with a reported blood glucose over 400 mg/dl. Replacement supplies were sent and the user was advised to complete another full supply change, with the suspected affected component being the reservoir. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose of insulin without hospitalization. Investigation included communication with the user and an analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leak related to a seal issue associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.